Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 197063, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/23/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed a parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/11/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: baker's grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced right sided rupture and bilateral baker¿s grade IV capsular contracture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-13788 for contralateral prosthesis report.